Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2013-05581. It was reported one of the patient's leads was explanted and replaced (with a different model) due to high impedance. Prior to high impedance being found, the patient was unable to receive adequate stimulation. The replacement lead resolved the patient's issue. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.